Event description:
The pt was treated with hyalart and developed redness, swelling; pain of the right knee joint. On 8/15/97 she was hospitalized due to a phlegmonous empyema. Several punctions (knee taps) and rinsing by suction were performed. Staphylococcus aureus was detected at septi-toxic circulation situation. Antibiotic treatment led to improvement of the symptoms. Licensee assessment: aei labelled, serious, notifiable: no relation, intercurrent event due to underlaying/concomitant disease. Ae2: unlabelled, serious, notifiable, most serious event.